Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. Traced to pressure out of spec, unable to recall analog board. Then unit was repaired 05may2020.

Event description:
The customer reported that the ltv 1150 unit alarming. At this time, there is no information regarding patient involvement associated with the reported event.